Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her daughter was hospitalized due to a bent cannula on the pod. Patient was wearing the pod for 1 and 4 hours on the hip/buttocks. Patient was taken to the children's specialty care unit. The doctor at the hospital informed the patient of this incident and stated she had not been getting insulin accurately. The doctor tried to give a 15 unit bolus that didn't work either. She then began throwing up violently. She experienced frequent urination and extreme thirst. She had to be transported from the children's emergency room unit to the hospital. The patient was treated with intravenous therapy.